Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found fos continuous built-in-test errors in logs, but was unable to replicate any issues. Device had passed 6000000 cycles, therefore, safety disk and tidal volume disk replaced. Device calibrated and verified again per repair checklist. All testing passed. Ready for patient use. Returned to customer.